Event description:
Patient reported right side rupture, eczema (rash) and concern with the device (anxiety). Patient reported deteriorated immune system, dry eyes and mouth, digestive complaints, painful joints and sleep problems which are all deemed not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Patient reported right side "leaking prosthesis", ¿eczema in several places of my body¿, ¿emotional consequences¿, and ¿my body has reacted strongly to this rough structure¿of my prostheses¿. Healthcare professional confirmed "implant was leaking both on MRI and during explant surgery". Patient also reported the following events, which are not device-related: painful joints¿, ¿painful stomach and intestinal complaint¿, ¿deteriorated immune system has led to accelerated aging process", "caused jaw deformities", "my teeth no longer lock up properly", "have to wear upper and lower braces¿, ¿digestive complaints¿, ¿my body is constantly in overdrive¿, ¿dry mouth, resulting in gum disease and a long-term hoarse voice¿, ¿dry eye¿, ¿sleep problems¿, and ¿my joints are chronically sore¿,making sleeping without medication no longer possible¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, g2, h6

Event description:
Patient reported right side rupture, eczema (rash) and concern with the device (anxiety). Patient reported deteriorated immune system, dry eyes and mouth, digestive complaints, painful joints and sleep problems which are all deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.